Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post valve deployment the patient developed complete heart block requiring the implant of a permanent pacemaker (ppm).

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. However, a device history record (DHR) review was performed and all manufacturer's specifications were met prior to release for distribution. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities, cardiovascular injury including perforation or dissection of vessels, and arrhythmias are known complication of the transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's co-morbidities (moderately calcified leaflets and pre-procedure sinus bradycardia) may have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.